Manufacturer narrative:
Concomitant product: 6940-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for sensing integrity counter (sic), high rate non-sustained tachyarrhythmia (nst) episodes and high lead impedance. The rv lead was found to have high elevated impedance and oversensing with several short v-v intervals. The lead was reprogrammed and a chest x-ray was scheduled to assess lead status. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segment was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
The lead was found to have noise and a fracture. The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.